Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(4) bluetooth device was performed and failed. Unable to perform share tool data log review as there is not data available. The customer complaint was confirmed because the transmitter failed testing. The probable cause was a defective transmitter. No additional event or patient information is available.